Manufacturer narrative:
Initial.

Event description:
It was reported that the user inserted a new dexcom g7 continuous glucose monitor (cgm) sensor and the ilet was not connecting because the sensor was started without entering the pairing code; the agent guided the user to start the sensor and input the pairing code and the sensor paired successfully. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage issue related to an improper or incorrect procedure when starting and pairing the sensor; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.